Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Medical conditions: patient does use tobacco. She has not been exposed to passive smoke. She does not drink alcohol. Concurrent conditions included menopausal symptoms, diarrhea and paratubal cyst. Concomitant products included lorazepam (ativan). In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: part a. Left fallopian tube with essure coil, resection: fallopian tube with no significant histopathologic abnormalities. Coiled metallic device consistent with essure coil gross only_ part b. Right fallopian tube with essure coil, resection: fallopian tube to include the fimbriated end showing no significant histopathologic abnormalities and benign paratubal cysts. Coiled metallic device consistent with essure coil. Gross only. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Medical conditions: patient does use tobacco.she has not been exposed to passive smoke. She does not drink alcohol. Concurrent conditions included menopausal symptoms, diarrhea and paratubal cyst. Concomitant products included lorazepam (ativan). In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: part a. Left fallopian tube with essure coil, resection: 1. Fallopian tube with no significant histopathologic abnormalities. 2. Coiled metallic device consistent with essure coil gross only_ part b. Right fallopian tube with essure coil, resection: 1. Fallopian tube to include the fimbriated end showing no significant histopathologic abnormalities and benign paratubal cysts. 2. Coiled metallic device consistent with essure coil. Gross only. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.